Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2023-00302 1. Section h. Box 6. Conclusions code 2. 2. Section h. Box 10./11. Additional narrative and/or corrected data. The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Death is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system flash aspiration catheter (flash catheter), a non-penumbra sheath, and a guidewire. During the procedure, the physician advanced the flash catheter through the sheath into the right ventricle over the guidewire that was in the right pulmonary artery. It was reported that while advancing the flash catheter, the guidewire kicked back. At this point, the physician determined that more support was needed. Therefore, the flash catheter was removed, and a longer non-penumbra guide sheath was introduced. The physician then advanced the flash catheter over the guidewire into the right ventricle through the second non-penumbra guide sheath. Resistance was again encountered from lack of support and the guidewire kicked back. The physician noticed the patient''s vitals decreased. Therefore, the flash catheter and all other devices were removed. A transesophageal echocardiography (tee) was performed and identified fluid near the heart (cardiac tamponade). It was reported that the patient expired. The relationship between the reported event and the flash catheter is unknown.